Manufacturer narrative:
The device was returned to the service center (obl) and was repaired; services to be performed included: change of the generating board, calibration and electrical safety test. Calibration and safety testing the legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The e433 error is activated by the device¿s safety system, which triggers a restart of the device. If the error cause persists, an unlimited number of periodic restarts can be triggered. In this case, error e433 was most likely caused by a defective generator board. A deeper investigation of generator boards with error e433 found a destroyed transformer to be the cause. An improved generator board was introduced into production in mid-july 2020. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The pharmaceutical technician at the user facility reported that during the middle of a transurethral resection of the prostate procedure, the high frequency electro-surgical generator unit displayed a generator board failure, error e433. The unit rebooted after the error. The patient was under general anesthesia at the time of the event. There was reportedly a 90 munute delay, however, the physician used a different unit to complete the intended procedure. No patent injury was reported. Additionally, the device was inspected prior to procedure; no abnormalities were observed. The generator was set to the manufacturer's recommended settings.